Manufacturer narrative:
A code updated to better reflect failure. The plunger was bent and did not have a full break. Two photos were received by our quality team for evaluation. The plunger in the photo is damaged; therefore, the reported incident could be verified. However, it is important to highlight that when trying to reproduce the defect as shown in the photograph shared, it is not possible to generate it to that magnitude. That is, to obtain a defect similar to the one in the photograph, it is necessary to apply excessive manual force to the plunger. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the root cause of this incident is the plunger jamming on the conveyor belt. Actions have been put in place to mitigate this incident. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: material # 309657, batch #4261495, verbatim: please see the email below: a mutual customer of ours, just sent me the attached images of a bd syringe that broke while they were injecting a patient. No direct patient impact other than the needle bending and coming out of the patient's skin, and I was able to re-enter the needle in an area already anesthetized to provide the remaining anesthetic.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.